Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's mg/dl range. Suspected cause was the control iq software delivering an automatic correction. Carbohydrates were consumed to address bg. A system check was performed and the pump was operating as intended.